Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Svn: (B)(4). Start date of the sensor: start hour of the sensor: sensor start missing reason: location of sensor insertion: arm. Date of sensor alert: hour of sensor alert: sensor alert missing reason: 12/14/2020 17:37:45 pst ice batch user (batch_ice) phone (B)(6). Complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6). Taken by: (B)(6). In conjunction with (B)(4), cust reported 2 past sensors which had not lasted for 7 days: with one, the adhesive had not adhered to body in conjunction with insertion and with the other one, the introducer needle had been stuck and when removing it from the body, sensor electrode had also come off. Sending 2 repl sensors. Country: (B)(6), city: (B)(6), zip: (B)(6), input date: (B)(6) 2020, warranty start: 00/00/0000, warranty end: 00/00/0000, batch: hg4fpg6.